Event description:
It was reported that the patient¿s pump was replaced on 2013 (B)(6) and prior to the implant the healthcare provider (hcp) had increased the dose to 281mcg/day thinking that the pump was less effective as the battery depleted. With this in mind, the hcp programmed the new pump to 200mcg/day after the replacement. The following day, 2013 (B)(6), the patient began experiencing increased pain and spasticity so the hcp increased the dose back to 281mcg/day. In the early morning hours on 2013 (B)(6), the patient was ¿like a jellyfish¿ so the hcp had the pump programmed to minimum rate mode until he could find the patient¿s old pump settings and decide what to program the pump to. Approximately 30 minutes later the hcp decided to dose the patient at 268.5mcg/day. The patient was currently doing ¿ok¿, but not yet ambulatory. The device system delivered baclofen 2000mcg/ml. It was later reported that in addition to the patient initial complaints of increased pain and spasticity, the patient also complained of difficulty in breathing. No troubleshooting had been performed. After the patient¿s daily dose was decreased to 268.5mcg/day, she remained in the hospital for observation before being formally discharged from the hospital on 2013 (B)(6). The patient was seen in the hcp¿s office on 2013 (B)(6) and the daily dose was decreased to 240mcg/day after still complaining of some mild difficulty in breathing. The reporter stated this was the last contact they had with the patient and at that time the patient appeared to be doing well.

Manufacturer narrative:
Product ID 8709, lot# j11037r50, implanted: 2003 (B)(6); product type catheter. (B)(4).